Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and fracturing of the filter and the resultant symptoms. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without procedural films or post implant imaging available for review, the reported filter fracture and tilt could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from tilting and fracturing of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from tilting and fracturing of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, distress and other damages. According to the medical records provided, the patient was reported to be status post right total knee arthroplasty and had been doing well initially. Postoperatively the patient was sent to rehabilitation and had been there for about two weeks. The patient was seen at the doctor¿s office for a two-week follow-up visit. After the staples were removed, the patient developed some trace serosanguineous drainage from the distal right knee incision. The patient also had a bilateral lower extremity venous doppler done at the office and was positive for right popliteal deep venous thrombosis (dvt). Additionally, the patient developed a hematoma on the right knee, which was aspirated at the office and drained for bloody fluid. The patient was sent to the hospital for further evaluation, treatment and monitoring of the knee wound and dvt. A vascular surgeon was then consulted. Per the implant records, there was concern of fluid and hematoma of the knee and the patient was not considered to be a good anticoagulation candidate; therefore, the decision was made to place an ivc filter. The right common femoral vein accessed, and a venogram performed demonstrated the iliac veins and ivc to be of normal caliber and without evidence of thrombus. The trapease filter was deployed in the appropriate position below the renal veins and above the iliac vein confluence and confirmed by venography to be in good position and good alignment. The patient tolerated the procedure well and there were no complications. In the evening of the index procedure, the patient developed some acute chest pain. A computed tomography (CT) scan of the chest was ordered and showed bilateral pulmonary emboli (pe), left greater than right. The patient was recommended to continue anticoagulation therapy with coumadin in addition to physical therapy and was discharged home five days later. Approximately seven years post implant, the patient underwent a CT scan of the abdomen, for the indication of acute abdomen, the patient had experienced a syncopal episode with a fall. The scan noted post posterior fusion and interbody spacer at the l4-l5 vertebral bodies with unchanged hardware. A low attenuation of fluid posterior to the surgical site, in the deep paraspinal muscles, that may represent postoperative fluid collection of infection. Those images were submitted for additional review to check the ivc filter placement. That review noted left side tilt, 8.44 degrees and anterior tilt at 12.88 degrees. It also noted linear high density focus within the caval filter, which may represent fractured posterior left sided strut fragment. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years post implantation. The patient reports fracture and tilting of the filter with the fractured filter struts retained in an unknown location in the patient¿s body. The patient further experienced stress, anxiety, pain and clotting in both legs related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient was status post right total knee arthroplasty, and in rehabilitation. At the two-week follow-up visit, a venous doppler study was positive for right popliteal deep venous thrombosis (dvt) at that time. Additionally, the patient developed a hematoma on the right knee, which was aspirated at the office and drained for bloody fluid. The patient was hospitalized. The indication was poor anticoagulation candidate and dvt. A venogram performed demonstrated the iliac veins and ivc to be of normal caliber and without evidence of thrombus. The trapease filter was deployed below the renal veins and above the iliac vein confluence and confirmed by venography to be in good position and good alignment. The patient tolerated the procedure well and there were no complications. After the index procedure, the patient developed acute chest pain. A CT scan of the chest showed bilateral pulmonary emboli (pe), left greater than right. The patient was recommended to continue anticoagulation therapy with coumadin. The patient was discharged home five days later. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, physical and emotional damages from tilting and fracturing of the filter and the resultant symptoms. Approximately seven years post implant, a CT scan, of the abdomen, noted post posterior fusion and interbody spacer at the l4-l5 vertebral bodies with unchanged hardware. A low attenuation of fluid posterior to the surgical site, in the deep paraspinal muscles, that may represent postoperative fluid collection of infection. Those images were submitted for additional review to check the ivc filter placement. That review noted left side tilt, 8.44 degrees and anterior tilt at 12.88 degrees. It also noted linear high density focus within the caval filter, which may represent fractured posterior left sided strut fragment. Per the patient profile form (ppf), the patient reports fracture and tilting of the filter with the fractured filter struts retained in an unknown location in the patient¿s body. The patient further experienced stress, anxiety, pain and clotting in both legs related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.